Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. The product was evaluated. An exterior visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wearable was overheating. The wearable was inserted into the arm on 2024 . No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.